Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported beeping. Device data reviewed. The device set elective replacement indicator (eri) on (B)(6) 2018 due to battery capacity and reverted back to less than one year remaining on (B)(6) 2018. The battery voltage data was reviewed. Evidence suggests that capacitor charge time is about to set elective replacement indicator (eri) also. Information was communicated to nurse. Device beeper was turned off. Evidence suggests that this cardiac resynchronization therapy defibrillator (crt-d) is going to be change out soon. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received additional information that this cardiac resynchronization therapy defibrillator was explanted due to normal battery depletion.